Manufacturer narrative:
(B)(4).

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at c5-c6 and c6-c7. Post-op visit date-(B)(6) 2006 ae onset date: (B)(6) 2006; ae description: continuing from surgery. Patient complains of intermittent shoulder and neck achy and stiffness medication: yes; other treatment: ice packs additional treatment: medications include percocet, 2 view cervical x-ray obtained as well. No findings post-op visit date-(B)(6) 2007 medication: yes; physical therapy: yes; other treatment: blood test additional treatment: medications suboxone, percocet blood test (B)(6) 2006 elevated potassium, high eosinophils description: pain dissipated. Pt for stiffness, stabilizing and strengthening prescribed at (B)(6) 2007 visit. Post-op visit date- (B)(6) 2009 ae outcome: resolved; description: treatment effective. Still on the substance for opioid-dependency treatment. Cutting down on dose though.; additional comments: initial ae resolved, opioid dependency